Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to protrude/loose drive support disk. No prime alarm noted. The insulin pump received with scratched lcd window and cracked reservoir tube lip.